Event description:
It was reported that during a da vinci si hysterectomy procedure, the wires were sticking out at the distal end of the mega suturecut needle driver instrument. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken grip cable. One grip cable is broken at the distal idlers. The idler pulley spins freely. The cable segment sticks out at the wrist. Other cables at the wrist are not damaged. The instrument has 5 uses left. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.